Event description:
Complainant alleged that while attempting to monitor a pt, the device was unable to power on. Complainant indicated that there was no adverse effect to the pt, as the pt had been deceased for a reported "few days."

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.